Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/03/2016 a medtronic representative performed an imaging system check-out, all areas passed, less electrical test failed. Electrical failure: inverter charger 1 has several chargers that are charging above spec. They range from 38.7-39.8. All tests on the planned maintenance (pm) passed successfully with the exception of the charger testing. Charger 1 will be replaced by a site representative. Return requested. Replacement 8-pack battery kit shipped to site 04/15/2016. No parts have been received by manufacturer for analysis. Return requested. 2 replacement diala oil bottle assys shipped to site 05/03/2016. Parts were not replaced - no return required. On 05/10/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a planned maintenance (pm) activity at the site, their imaging system inverter charger 1 had several chargers that were charging above specifications. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.